Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue reported: "the doctor found the bosses was missing when he/she pick the clips during operation. Issue was reported prior to use on a patient." No patient injury reported.